Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) recently had a magnetic resonance imaging (MRI) performed. Post-MRI, the device started to beep. The patient did a self-initiated interrogation through their remote home monitoring and a battery depletion (bd) error occurred. The patient lives in a rural area and the clinic inquired if the patient should travel to the clinic to reset the device. Boston scientific technical services (ts) discussed that the device will not reset itself and explained that if they wanted an analysis of the bd error, that could be done through remote monitoring; however explained the beeping would not stop without a programmer reset, which is automatic with an interrogation. The field representative was contacted and explained that this account is a closed practice and they were unable to follow-up or obtain any additional information; therefore, no patient name was able to be provided.